Event description:
Patient reported the pump malfunctioned and they had to have a nurse infuse manually, took 5 hours to infuse. No side effects reported ICD 10 chronic inflammatory demyelinating polyneuritis. Unknown if we are replacing pump. Reported to (B)(6) by: patient/caregiver.